Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer states the pump alarmed for no delivery alarm. The customer's blood glucose level was 430mg/dl. The customer treated the high by replacing new set. Troubleshoot was conducted. The customer was advised that replacement sets would be sent out.